Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose readings of 429 mg/dl and did not lower with bolus delivery. Customer removed infusion set and site began to bleed. Customer reported that blood glucose began to stabilize with a complete set change. After troubleshooting, customer was advised that infusion set and reservoir would be replaced.